Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this device delivered inappropriate anti-tachycardia pacing (atp) and shocks for multiple episodes that appear to be atrial fibrillation (af) with rapid ventricular response (rvr). Other inappropriate episodes have been observed in the past for this device. Correlation threshold was reduced in an effort to avoid future inappropriate therapy. The device remains in service. No adverse patient effects were reported.